Event description:
A distributor reported that a customer's pump had a broken touchscreen, which was black and unresponsive. There was no reported impact on the customer's blood glucose level. The device was scheduled to be returned, and a replacement pump was provided to the customer. No additional information was provided.